Manufacturer narrative:
(B)(4). Report source, foreign - the event occurred in (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the inner sterile package was found cracked upon inspection. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay updated and additional information. (B)(4). The complaint was evaluated and the reported event was confirmed. Visual examination of the returned packaging components confirmed the reported event as the sterile blister packaging is cracked. DHR was reviewed and no discrepancies were found. Investigation results concluded that the reported event was due to the product packaging. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.